Event description:
A surgeon reported that an intraocular lens (iol) was noted to have rotated at a postoperative visit following iol implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/23/2008 and 01/12/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/16/2009.